Event description:
During use, the micrusphere 10 cerecyte microcoil (csp10040030/ c18303) could not be released. No adverse event occurred, and the component will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use, the micrusphere 10 cerecyte microcoil (csp10040030/ c18303) could not be released. No adverse event occurred, and the component will be returned for analysis. The connecting cable was changed and the coil did not detach after a second detach cycle, no more codman coils where used on this patient, however after that day the same dcb has been used successfully in other interventions. A blue detachment control box (blue dcb000005-00 lot m11300) and a standard connecting cable (ccb00157-00/m10865 were used to attempt to detach the coil. Pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. No low battery light was seen during case or fault light seen during the case. Upon pressing the power button, all the lights illuminated, and the green system ready light illuminated. Also, during the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and the excelsior sl-10 45º (mc) microcatheter exited the aneurysm during the coil advancement. The mc had to be repositioned, but attempts were made to detach the coil manually. After the event, he same microcatheter was used with other non codman coils. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and the coil was shipped for inspection. Additional information will be submitted within 30 days of receipt.